Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was at blue screen. A field service engineer uninstalled and reinstalled the remote support service folder. Configured the dependencies file with the proper path to the application and configured auto launcher. After restarting, I upgraded the firmware to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis medstation es tower system unexpectedly stopped responding and preventing user log in during procedure. The customer stated that they there was a delay about 30 to 45 minutes in retrieving medication from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system prompted fatal error. A field service engineer uninstalled and reinstalled the remote support service folder. Configured the dependencies file with the proper path to the application and configured auto launcher. After restarting, upgraded the firmware to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es unexpectedly stopped responding and preventing user log in during procedure. The customer stated that they there was a delay about 30 to 45 minutes in retrieving medication from pharmacy. There were no adverse events or injuries reported based on this incident.